Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The device was tested with a generator and was functional. The cutting of the test media performed as expected.there were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed.

Event description:
It was reported that during a thyroid procedure, the device was not coagulating correctly. It was less than normal. A new device was used to complete the procedure. There was no patient impact.